Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2012 and mesh was used. Approximately one week following the procedure, the patient required a reoperation for a bowel obstruction. Additional information has been requested.

Manufacturer narrative:
(B)(4). The patient experienced a severe inflammatory response to the mesh.

Manufacturer narrative:
(B)(4). Corrected information narrative: it was reported that a patient underwent a recurrent supraumbilical incisional hernia with incarcerated omentum repair procedure on (B)(6) 2012 and mesh was used. On post operative day one, the patient developed nausea and vomiting. A CT scan revealed a small bowel obstruction with the loop of the bowel stuck to anterior abdominal wall adjacent to mesh. The patient failed to improve with the placement of a nasogastric tube and on (B)(6) 2012, the patient was taken back to surgery for an exploratory laparoscopy. The patient required a prolonged hospitalization while waiting for the return of normal bowel function. Total parenteral nutrition was given while in the hospital. Currently, the patient is slowly recovering but overall doing well and had a small 2cm seroma above the mesh at six weeks post operative.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.